Event description:
When tested for the functionality of the shock button, the button's lights did not light up when they should have. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2018. The device was returned with the reported fault of the shock button lights failing to illuminate. Throughout the investigation, the shock button leds illuminated as per specification, with no fault found. The device performed to specification throughout testing at heartsine. The shock button leds illuminated correctly during shock testing and when enabled by the saverevo diagnostic tool. Furthermore, no measurable fault was identified on the membrane or pcba that would have led to a malfunction of the shock button leds. The device was temperature cycled between 0-50°c for 48 hours, and additional stress testing was carried out at 50°c 95%rh for 5 days. This combined testing equates to approximately 9.5 years of normal use without fault. Device history records indicate the device was subject to sam 350p final unit test, h032-014-004, on the 19th september 2018. The operation of the shock button leds was verified during this procedure. As per the communication log ¿ ¿re: RMA 350p on behalf of our customer.msg¿, the initial complaint was raised to heartsine on the 3rd march 2020, which would indicate that the customer had been alerted to a potential issue at this time. Given that no power cycles were recorded prior to this date, and no fault was found on the device, it is possible that the reported fault relates to incorrect usage of saverevo diagnostic tool by the user. However, this could not be confirmed. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
When tested for the functionality of the shock button, the button's lights did not light up when they should have. There was no patient involved in this event.